Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), device expulsion ("right coil was free floating in uterus"), pelvic pain ("pain") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion, pelvic pain and hot flush outcome was unknown. The reporter considered bipolar disorder, device breakage, device expulsion, hot flush and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Added reporter. Added event hot flashes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 1998. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), device expulsion ("right coil was free floating in uterus"), pelvic pain ("pain"), hot flush ("hot flashes"), genital haemorrhage ("clots so big they push through tampon"), menorrhagia ("clots so big they push through the tampon"), fibromyalgia ("fibromyalgia"), mental disorder ("mental issues"), depression ("clinical depression") and generalised anxiety disorder ("generalized anxiety disorder") and was found to have weight increased ("weight increase"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion, pelvic pain, hot flush, genital haemorrhage and weight increased outcome was unknown. The reporter considered bipolar disorder, depression, device breakage, device expulsion, fibromyalgia, generalised anxiety disorder, genital haemorrhage, hot flush, menorrhagia, mental disorder, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events added:"events added:¿ clots so big they push through the tampon, fibromyalgia, mental issues, clinical depression, generalized anxiety disorder", new reporter added on (B)(6) 2020: follow up 7 and 8 processed together based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), device expulsion ("right coil was free floating in uterus") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion and pelvic pain outcome was unknown. The reporter considered bipolar disorder, device breakage, device expulsion and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 1998. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), device expulsion ("right coil was free floating in uterus"), pelvic pain ("pain"), hot flush ("hot flashes") and genital haemorrhage ("clots so big they push through tampon") and was found to have weight increased ("weight increase"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion, pelvic pain, hot flush, genital haemorrhage and weight increased outcome was unknown. The reporter considered bipolar disorder, device breakage, device expulsion, genital haemorrhage, hot flush, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events added- clot so big and weight increase, medical history and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), device expulsion ("right coil was free floating in uterus") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion and pelvic pain outcome was unknown. The reporter considered bipolar disorder, device breakage, device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:pelvic pain, device expulsion, device breakage, bipolar disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found out a piece was missing') and bipolar disorder ('bipolar disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), device expulsion ("right coil was free floating in uterus") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, bipolar disorder, device expulsion and pelvic pain outcome was unknown. The reporter considered bipolar disorder, device breakage, device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, device expulsion, device breakage, bipolar disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.